Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that on (B)(6) 2021 during a trial implant, the patient had a csf leak. As a result, the lead was removed, and a blood patch was performed by the physician. The trial was completed with one lead, and therapy was established post-operatively.